Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that approximately 9 months post implantation the patient developed an infection and has had two additional procedures completed in relation to the infection. The drill bit used in the initial surgery is part of a recall. Subsequently, the patient had an I&d due to infection, pain, swelling, and suspected septic joint. During the I&d noted pus penetrating the fascia and necrotic purulent tissue that extended all the way to the joint. Cultures positive for streptococcus anginosus and was placed on IV antibiotics. No products were removed. No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified deviations or anomalies during manufacturing, the deviations or anomalies would not have attributed to the event. Medical records were not provided. A definitive root cause cannot be determined. Actions were previously initiated to address this issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04) - drill medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues infection, pain in hip joint, swelling, redness, tender, lesion, fever, chills, headache, as reported. The new information does not change the outcome of the previous investigation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent an initial hip procedure approximately 9 months ago. Subsequently, the patient then had an infection following the initial surgery and has had two additional procedures completed in relation to the infection. The drill bit used in the initial surgery is part of a recall. Attempts have been made and no further information has been provided.